Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The returned device was examined visually. On the returned component damage / deformation was observed on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty, even under carefully controlled conditions. The insert post is also damaged and fractured from the body of the insert. Scratches and deformation were observed on the inferior surface of the insert. The discoloration was present on the superior and inferior surfaces of the insert. No material or manufacturing deviations were observed. The device was manufactured in 2007. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Our clinical / medical team noted: no clinical / medical documentation was submitted for this investigation. Without supporting clinical / medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The root cause of the break cannot be definitively concluded however, it may have been wear on the articular surface created by third-body particulate as noted in the product evaluation. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed in (B)(6) 2020 due to implant failure. Insert was originally implanted in a female patient in 2008.